Manufacturer narrative:
Other applicable components are: product ID: 97791, lot# n439662, implanted: (B)(6) 2014, product type: accessory. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Device evaluation: analysis of the lead found no anomaly.

Event description:
It was reported the healthcare professional (hcp) ¿had difficulty placing the lead because it kept turning towards the left, so it was on its side.¿ it was further reported the hcp ¿tried to place the lead properly a few times¿ and that ¿it still would not lay properly.¿ the hcp reportedly thought it was device related and then opted to use an alternate model of lead which was noted to have turned like the first lead ¿for a second, but then it was positioned appropriately and lying flat.¿ it was restated that the second lead ¿began to bend, but did straighten out.¿ the patient was ¿getting stimulation¿ and had greater than 50% pain relief with the second lead. It was noted the patient was ¿doing well¿ as of (B)(6) 2014. Following her first post-op appointment on (B)(6) 2016 which ¿went well,¿ it was noted the patient was still ¿receiving effective therapy in the appropriate areas¿ and ¿doing well.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.